Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: endoleak and improper component placement¿.

Event description:
On (B)(6) 2018, this patient underwent emergency endovascular treatment using gore® tag® conformable thoracic endoprosthesis for descending aortic aneurysm rupture. In mid (B)(6) 2020, the follow-up examination revealed an aortic dissection (d-sine) at the distal part of ctag. On (B)(6) 2020, the patient underwent re-intervention using three aortic extender endoprostheses for d-sine. The physician believed that pla320400 / 21702389 would move to proximal direction during deployment. Therefore, he deployed the device at the superior mesenteric artery. However, the device did not move as he believed. It resulted in unintentional coverage of the superior mesenteric artery (approx. 50% covered). A bare stent was deployed in the superior mesenteric artery to ensure blood flow. The patient tolerated the procedure.